Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016, investigation completed on 01/07/2016.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings. On investigation, battery compartment cracks were found to the left of the grip pad at the threads and below the grip pad running towards the case seal. The bolus button cover was found detached from the pump and the button¿s function was unable to be tested. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at several places. This report is made based on the results of investigation completed on 01/07/201615.